Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the ipg and lead revealed that no anomalies or deviations potentially relate to the event occurred during the manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patient developed an infection to the lower extremity. It was unknown what caused the infection. The patient was placed on antibiotics. The patient underwent an explant procedure.